Event description:
Report #2 of 2 rec'd of a separation at the sqeeze flush area which resulted in the "free flow" of heparinized saline solution. It was reported that the transducer kit was connected to an arterial line which was pt mounted. When the pt was sitting up in the chair, it was reported that the rubber piece of the squeeze flush came disconnected and the pt began bleeding. The amount of blood loss was reported to have been "minimal". The nurse immediately reconnected the two pieces and noticed that the flush solution reportedly began to "free flow". The roller clamp was turned off to stop the flow. The concentration of the flush solution was one liter of normal saline with 2000 units of haparin. The amount of fluid that infused was not specified. It was reported that the pt complained of numbness in the hand during the "free flow" which subsided immediately after the flow was stopped. The tranducer kit was either replaced with another one or the arterial line was discontinued. There were no reported adverse pt sequelae.